Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise which resulted in pacing inhibition with an unknown amount of asystole. No changes have been made to the pacemaker and it remains implanted and in service. No adverse patient effects were reported.